Manufacturer narrative:
Returned device was received in good physical condition with scratched screen. Evidence of reported problem in event log was found. During the evaluation of the device, the device was powered up and alarmed ec 1720. The back-up capacitor was found to be the cause of the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error lec 1720. There was no patient present at the time of the event. There were no adverse events reported.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.